Event description:
It was reported that a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave® clear, purple clamp, rotating luer generated a leak during patient use. The reporter stated that it was leaking and the silicone of the microclave was stuck down upon disconnection. The event happened at the hospital's neonatal intensive care unit (nicu). The healthcare provider was wearing ppe or gloves during the event. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used list #mc33150 smallbore pressure infusion ext set with a stick down. The spike was visible through the seal. No mating devices were returned for evaluation. Upon disassembly, a dry spike was observed along with slight coring on the face of the seal. No damage or anomalies were observed on the body. The complaint of stick down and subsequent leakage can be confirmed. The probable cause of the microclave seal sticking down is typical of insufficient lubrication during assembly. A device history review (DHR) # review could not be conducted because no lot number(s) was/were identified.